Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customers allegation. The received adapter passed the optical investigation.

Event description:
On (B)(6) 2013, the patient reported that she had smelled insulin for about three weeks. While she was at the doctor's office, for an unrelated routine visit, he told her she needed to replace that adapter on the infusion device because, it appeared to be leaking. The patient wasn't sure where the insulin leak was originating. There was a small amount of insulin in the cartridge compartment of the infusion device that was able to be cleaned out. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set, insulin cartridge, and adapter were replaced and were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.